Manufacturer narrative:
No unexpected no delivery or occlusion alarms or insulin flow blocked alarms noted during testing. Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and selftest. Device received with pillowing keypad overlay, faded or stained or peeling serial number label, peeling or fading end cap address label and scratched case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. The customer was declined troubleshooting for high blood glucose. Customer stated that the insulin pump had insulin flow block alarm. Customer stated that they performed self test. Insulin pump did pass self test. It was unknown that auto mode feature was active or not at the time of event. The device will be returned for analysis.